Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime issue. The user primed the pump to 100 units, but the pump displayed 120 units in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: during investigation, the pump history was reviewed and showed no evidence of a prime issue due to continued use; the black box data has been overwritten. During testing, the pump rewind and load steps were performed without any error. The complaint was not duplicated during the investigation. The force sensor calibration was found not to be within required specifications. The pump was opened and removed from case. The force sensor resistance was found to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.